Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Customer reports: unable to retract leadscrew and difficult to dial/dose. Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew fully extended in the travel. No difficulty noted when retracting leadscrew. Unit passed baseline and wireless functionality. All 10 doses of 15u, were accurately displayed on commercial app logbook dashboard. In conclusion: inpen received working as design. No malfunctions noted during testing that could affect insulin delivery. The customer complaint of difficult to dial/dose and unable to retract leadscrew could not be confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported issue with inpen. Troubleshooting was performed. Customer reported dose knob/dial was difficult to turn. Customer was advised that the inpen will be replaced. No harm requiring medical intervention was reported. The device will be returned for failure analysis.

Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew fully extended in the travel. No difficulty noted when retracting leadscrew. Unit passed baseline and wireless functionality. All 10 doses of 15u, were accurately displayed on commercial app logbook dashboard. In conclusion: inpen received working as design. No malfunctions noted during testing that could affect insulin delivery. The customer complaint of difficult to dial/dose and unable to retract leadscrew could not be confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.